Event description:
A 5.0mm diameter x 10mm length extra support biliary stent was selected for the treatment of a stenotic lesion in a right renal artery. The stent dislodged from the stent delivery system upon guiding the stent through the tight and calcified lesion. The lesion was not predilated before attempting placement of the stent as indicated in the instructions for use. The physician noted that when the stent delivery system was pulled back, the stent dislodged from the balloon. The stent was snared and deployed in the left external iliac with an angioplasty balloon. The case was terminated leaving the right renal stenosis and the pt will return for a follow-up procedure. The pt is reportedly doing fine. There was on additional clinical sequelae reported relative to the event and there is no further info available at this time.